Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased to a high of 465 mg/dl, which she treated via manual insulin injection and insulin pump therapy. The patient had changed the infusion site but not the tubing or reservoir. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. A prime was successfully performed with the current set. The cannula looked normal. A review of the device settings and a high pressure test were declined. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was not returned or replaced.